Manufacturer narrative:
Correction h10: a nonconformance has been opened to address this issue. (Omitted on previous report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: the issue was further described as ¿leakage of the solution from the bottom of the balloon when filling the fulfusor¿ (omitted on initial). H4: the device was manufactured from september 27, 2022 - september 29, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed evidence of a leak at the bladder crimp during fill. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had fluid leakage from the bottom of the device. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.